Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge hemo monitors, measures, and records physiologic data from human patients undergoing a cardiac catheterization procedure. Customer reported that the hemomonitor.exe had stopped working unexpectedly. This issue may impact the user's ability to continue patient vitals monitoring during a procedure. (B)(4).